Event description:
It was reported that this right ventricular (rv) lead exhibited noise oversensing on the rv channel. As a result, inappropriate anti-tachycardia pacing (atp) was provided. This rv lead was partially explanted and the remain part was surgically abandoned. The rv lead was replaced. No additional adverse patient effects were reported. The explanted part has not returned to boston scientific for further analysis.